Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during transit of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, the caps of 50 tubes were loose resulting in serum leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Upon shipment inspection of lot 240813, thrombin strength (titer), draw volume, gel quantity, and gel movement testing met specification. Additionally, retention samples for the reported lot were functionally tested for stopper creepout and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during transit of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, the caps of 50 tubes were loose resulting in serum leakage. No adverse impact was reported regarding the patient or user.